Event description:
User, who has used tampons for past 15 years, stated that they recently had toxic shock syndrome and spent a week in the hospital. Pt stated that their doctor diagnosed toxic shock because pt was so sick. This informaiton was communicated to first quality hygienic, inc. On 06/14/01 by the importer. The tampons were purchased from a store under their private label, exact.